Event description:
It was reported that pump display only partially lit up and became mostly black or blurry, which prevented customer from seeing most information and interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup therapy, and technical support confirmed warranty status, arranged shipment of replacement pump, instructed customer to place malfunctioning pump in storage mode and return it with a prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump; customer understood and acknowledged all instructions.